Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p10 that has a similar product distributed in the us, list number 8p10-21/-31, with PMA number p110029.

Event description:
A literature article by müller sdh, et al., ¿false-positive infectious screening results among blood donors.¿ vox sanguinis. 2026;1¿8, documented false reactive test results for the alinity I hbsag qualitative ii. During a study of 38,962 donors between january 2021 to november 2023, a total of 55 donors were identified with false positive test results for hbsag. There was no impact to patient management reported.

Manufacturer narrative:
Data and information provided in the article were reviewed and support the complaint issue. Review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify any trends related to the complaint issue. A search for similar complaints was not performed as the lot number is unknown. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint assay and complaint issue. The overall performance of alinity I hbsag qualitative ii reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient results for all reviewed lots are comparable and the majority are within established limits, confirming no systemic issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent was identified.

Event description:
A literature article by müller sdh, et al., ¿false-positive infectious screening results among blood donors.¿ vox sanguinis. 2026;1¿8, documented false reactive test results for the alinity I hbsag qualitative ii. During a study of 38,962 donors between january 2021 to november 2023, a total of 55 donors were identified with false positive test results for hbsag. There was no impact to patient management reported.